Event description:
It was reported that a crossover access technique was being performed in order to release the stent. The stent delivery system had an invincible resistance that developed, causing the stent to remain in the shaft. The stent was pulled on and then it was released. Dilatation was performed and the stent was compressed against the vascular wall. The procedure was completed successfully using another stent.